Manufacturer narrative:
The lead is expected for return. This report will be updated upon completion of analysis.

Event description:
It was reported during a routine follow-up, high threshold values were observed on the right ventricle (rv) lead. The lead was explanted, and the tip of the passive lead came off and was left in the patient's heart. The piece was unable to be extracted. It was also observed that the lead showed significant degradation. The lead is expected to be returned for analysis.

Event description:
It was reported that during a routine follow-up visit, this right ventricular (rv) lead was exhibiting high threshold values. Subsequently, the lead was explanted, and the tip of the passive lead came off and was left inside the patient's heart. It was unable to be extracted. It was also noted that the lead showed significant degradation. No additional adverse patient effects were reported. A portion of the lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed that a proximal segment of the lead was returned measuring approximately 735 millimeters (mm). A new 7732 lead would measure approximately 590 mm. Visual inspection also noted dried blood (body fluid) noted in the lumen at the tip. The tip of the lead, including the tines was not returned, as was reported from the field. The lead body is extremely stretched and deformed on the distal portion of the lead. This is consistent with a lead having been pulled with force and let go. Based upon the clinical observations and the laboratory findings, investigation determined the tip of the lead became detached due to a combination of factors including manipulation during removal, lead design, and patient anatomy. The high threshold allegation could not be confirmed with analysis of the lead segment returned. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, only the proximal segment of the lead was returned. The tip, including the tines, was not returned on (or with) the lead. Visual inspection found blood (body fluid) noted in the lumen at the tip. The conductor coils were extremely stretched and deformed on the distal portion of the lead. The lead body was extremely stretched and curled on the distal portion of the lead. This is consistent with a lead having been pulled with force and let go. The force used to remove the lead from the body is unknown as there was no force measurement taken in the field. It appears that the force used exceeded the lead strength in this area (at the tip) and the lead was pulled apart/fractured. High threshold could not be confirmed with analysis of the lead segment returned. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.

Event description:
It was reported during a routine follow-up, high threshold values were observed on the right ventricle (rv) lead. The lead was explanted, and the tip of the passive lead came off and was left in the patient's heart. The piece was unable to be extracted. It was also observed that the lead showed significant degradation.